Manufacturer narrative:
Device evaluation: the iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and in the inner lumen. Two kinks were observed on the catheter tubing approximately 74.9cm and 71.6cm from iab tip. The optical fiber was found to be broken within the membrane approximately 71.6cm from iab tip. Pressure tubing, extender tubing and the three-way stopcock were returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, pressure tubing and extender tubing was performed, and no leaks were detected. The iab was placed on the cardiosave pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally, and no alarm sounded from the pump. The optical fiber was found to be broken, confirming the reported problem of ¿alarm, fiber optic sensor failure¿. However, the reported problem of ¿alarm, catheter restriction¿ cannot be confirmed by the evaluation. We are unable to determine when this may have occurred. A lot of history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).

Manufacturer narrative:
Additional reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a catheter restriction alarm was being generated approximately 1-2 times an hour and would stop the pump. The customer also stated that after the iab was inserted, the fiber optic sensor failure occurred. The getinge representative discussed the possible causes for restriction including external, insertion site, and internal kinks. There was an x-ray pending. Other ways to troubleshoot an insertion site kink were also explained. Upon speaking with the bedside nurse, it was discovered that there was no pressure source for the pump. It was explained why it is important to have an alternate pressure source to run the pump safely and appropriately. After troubleshooting, it was concluded that the pressure cable was not being recognized by the pump and the fiber optic sensor had failed. The customer replaced the pressure cable with a pressure cable from another pump and were able to get the arterial pressure readings. Troubleshooting strategies for the restriction alarm were reviewed. It was also reviewed per our instructions for use (IFU) why it is imperative to always have a pressure source for the pump to run safely and optimally. There was no patient harm or adverse event reported.